Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump failed accuracy by a value of -15.55%. No patient injury or complications were reported in relation to this event. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with no physical damage noted on the device. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure in order to bring the delivery into more nominal of a range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.